Event description:
Caller reported she is currently in the hospital. Caller stated she was hospitalized for elevated blood glucose >500 mg/dl. Caller alleges the pump is the cause of her elevated readings due to the battery running low on the pump. Caller reported she was not feeling well, she checked her blood glucose level, and she changed out the accessories. Caller stated she took correction bolus after changing the battery. Caller reported her blood glucose level continued to climb, was 570 mg/dl, and she had her neighbor take her to the hospital where her blood glucose level was 741 mg/dl. Caller stated she was treated with insulin. Caller is currently on the pump and her blood glucose level is normal now. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.